Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/30/2020 device returned to manufacturer ¿ yes device evaluation: the sample was received, only the lens from the itec preloaded device was returned for evaluation. Visual inspection using magnification was performed. The lens returned cut in two parts. The condition observed is consistent with a lens that has been cut due to iol removal or explant process. There was no quality issue reported against the lens. No product deficiency was identified. Manufacturing records review: the manufacturing records could not be performed since lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. Serial number: unknown, information not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient eye. Lens was replaced with another model pcb00 lens, but higher diopter 23.5. No further information provided.